Manufacturer narrative:
Eversense system was not in use at the time of the event. As a result, reported event could not be confirmed. No further investigation was found necessary. H6 results code was updated to 213. H6 conclusion code was updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hypoglycemia.